Event description:
The customer reported that the ski pin of the device broke during an end to end anastomosis. Nothing fell into the patient cavity and there was no patient injury. A new device was opened to complete the case.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.